Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set got leaked at site on 03/jun/2024. The infusion set been in use since friday. It was confirmed that customer was able to change the infusion set. No further information available.